Event description:
It was reported that during a shoulder arthroscopy procedure, the ceramic on the unit fractured when spraying. It was further reported that the ceramic was easily removed from the shoulder of the patient. No adverse consequences were reported and another probe unit was used to finish the procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a shoulder arthroscopy procedure, the ceramic on the unit fractured when spraying. It was further reported that the ceramic was easily removed from the shoulder of the patient. No adverse consequences were reported and another probe unit was used to finish the procedure.

Manufacturer narrative:
The product was not returned for investigation. The reported failure could not be confirmed. The device history record and non-conformance historical data of the reported lot number were reviewed. There were no manufacturing related discrepancies observed that could contribute or are related to this condition. The probable root causes for the reported condition can be associated, but not limited to: non conforming component, poor assembly process, and/or misuse. In sum, the product was not return for investigation and the reported failure could not be confirmed. The failure mode will be monitored for future reoccurrence.